Event description:
It was reported that the patient's blood glucose level (bg) rose to 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. The pod had been reportedly leaking insulin and was removed from the infusion site (hip/buttocks). Upon removal, the cannula was observed to be dislodged. As treatment, the patient manually injected insulin and a new pod was applied. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.